Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a neurosurgery procedure using an 8f sheath. Reportedly, no blood flow was observed at the marker lumen. A guide wire was attempted to reinserted, but the guide wire did not advance into the guide exit wire port. Therefore, the prostyle was removed from the anatomy, and the blue suture of the prostyle was noted to come out from the exit port. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to insert (wire) and obstruction of flow were not confirmed. The malposition of the device could not be confirmed due to the condition of the device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The root cause of the reported difficulties cannot be determined. The subsequent treatment is related to circumstances of the procedure. Based on the information reviewed, it is possible that the sheath of the device became kinked (evidenced by the kink damage noted on the sheath) due to its position within the vessel and the angle of the vessel, including body habitus. This would prevent both a mark and gw access. How the suture came out is undetermined. It is possible that during manipulation of device to reinsert the gw allowed tissue to catch and dislodge the posterior needle tip exposing the suture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.